Manufacturer narrative:
Corrosion and debris was noted inside the motor and rotor assemblies.

Event description:
The micro sagittal saw was sent in for service and it ran on it ran intermittently while in safe mode during the performance testing. No adverse event was associated with the device.